Event description:
It was reported that the lead impedance has decreased since implant but appears stable, the threshold has increased, and the sensing value was low. A chest x-ray showed that the lead position was stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.